Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that fluid leaked from the tubing of a transfer set during use. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The sample was received for evaluation. A visual inspection and functional testing were performed. A visual inspection revealed a cut in the tubing approximately 1-1/2 inches from the base of the closed twist sleeve. An additional issue of a bent spike was also noted. Functional testing included leak testing, clear passage test, and clamp function testing. The product leaked from the cut in the line. The reported issue was verified. The cause of the reported leak was determined to be the cut tubing noted during visual and functional testing. The cause of the cut tubing and the bent spike was not determined. Should additional relevant information become available, a supplemental report will be submitted.